Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error m-12-6. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that after a da vinci-assisted other gynecology surgical procedure, the customer contacted the da vinci surgery technical assistance team (dvstat) after the procedure was completed and reported an issue and indicated it had occurred on another procedure. The integrated electrosurgical unit (iesu) or erbe reported a m-12 error. The technical support engineer (tse) guided the customer to disconnect the footswitch cable, but the issue remained. The customer replaced it with the backup esu to finish the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. There issue occurred after the procedure. The system functionality was not checked upon powering on the system due to the error occurring immediately after power on. The system was powered cycled with no success. The customer replaced the system with the backup esu to finish the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe unit was returned, and the reported problem could not be confirmed while reviewing the system error logs. Upon visual inspection, no physical damage or abnormalities were identified that could be associated with the reported event. When tested on the system, the unit displayed error m-12-16 on startup, partially confirming the reported behavior. The unit will be sent to the original equipment manufacturer (OEM) for further evaluation and potential repair. The probable root cause could be attributed to voltage defects of the components inside the erbe generator throwing error m-12. This error can be resolved through troubleshooting or replacement of the generator.